Manufacturer narrative:
(B)(4). The previous culture had both bacillus and pseudomonas. The patient experienced recurrent peritonitis. The patient was hospitalized for the event and treated with unspecified antibiotics. At the time of this report, the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. Eight days after the onset of peritonitis, the patient was discharged from the hospital. The patient began treatment with vancomycin and fortaz (doses, frequencies and route of administration not reported) for peritonitis. The treatment with vancomycin and fortaz were ongoing and the patient was recovering from the peritonitis. The nurse discussed with the patient to follow proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.